Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic/abdominal') and genital haemorrhage ('claiming bleeding:other') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain: pelvic/abdominal"), urinary tract infection ("bladder/urinary problems: uti") and migraine ("migraine"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, urinary tract infection and migraine outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, migraine, pelvic pain and urinary tract infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: results of confirm. Test: other. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received : previously reported event "injury" was replaced by pain: pelvic. Additional events were added - pain abdominal, bladder/urinary problems: uti, bleeding: other and migraine. Suspect drug start and stop date were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.